Manufacturer narrative:
Concomitant medical products: product ID: neu_stylet_acc, serial#: unknown, product type: accessory. Product ID: neu_e piduralneedle, lot#: unknown, product type: accessory. Device evaluation: analysis of the lead found a stylet perforated the lead¿s stylet coil 9.4 cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the lead was always bent in the epidural space during the implant surgery. When the surgeon considered replacing the guide wire, he found that only two-thirds of the guide wire could be put in and the tip of the lead was not bent. Repeated attempts failed to insert the guide wire completely into the lead. The lead was replaced as a result of the event and the issue was resolved. It was noted there were no physical issues observed with the lead or guidewire and the cause of the inability to fully insert the guidewire into the lead was not determined. There were no external factors reported that may have led or contributed to the issue. There were no further complications reported or anticipated.